Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation and atrial threshold test revealed that the atrial lead exhibited far r oversensing and was pacing the ventricle. On (B)(6) 2023, a chest x-ray was performed and revealed that the atrial lead was dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.